Event description:
A consumer reported that a fasttake meter might have contributed to the pt's death. Pt was on a renal dialysis at time of event. Pt purchased the ft meter 6 weeks before pt's death. In 2001, pt's blood glucose was 88mg/dl before going to bed. Pt died at 03:00am the next day. Cause of death as stated in the death certificate was nephritis and complications of diabetes. Consumer saw pt the next day, and the pt did not look good, but not like the pt was going to die." Consumer added that the consumer is a trained emt and "knows what a person looks like before they die." No further info has been reported.